Event description:
It was reported that while prepping for a routine generator replacement procedure, this left ventricular (lv) lead was found to exhibit high pacing thresholds and high out of range pacing impedances that measured greater than 2000 ohms was suspected of fracture. While attempting to extract the lv lead, the physician experienced difficulties disconnecting the lv lead from the old generator. The physician inspected the system and observed that the lv lead setscrew appeared to be damaged in the device. The physician decided to surgically abandon the lv lead and replaced it with a new lead successfully. At this time, no additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6: -impact codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 52 mm from the terminal end and only the proximal segment was returned. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual examination of the lead body and electrode tip was performed and found no anomalies and revealed no abnormalities except for dried body fluid in the helix housing, which is normal for open tip leads. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that while prepping for a routine generator replacement procedure, this left ventricular (lv) lead was found to exhibit high pacing thresholds and high out of range pacing impedances that measured greater than 2000 ohms was suspected of fracture. While attempting to extract the lv lead, the physician experienced difficulties disconnecting the lv lead from the old generator. The physician inspected the system and observed that the lv lead setscrew appeared to be damaged in the device. The physician decided to surgically abandon the lv lead and replaced it with a new lead successfully. At this time, no additional adverse patient effects were reported.

Event description:
It was reported that while prepping for a routine generator replacement procedure, this left ventricular (lv) lead was found to exhibit high pacing thresholds and high out of range pacing impedances that measured greater than 2000 ohms was suspected of fracture. While attempting to extract the lv lead, the physician experienced difficulties disconnecting the lv lead from the old generator. The physician inspected the system and observed that the lv lead setscrew appeared to be damaged in the device. The physician decided to surgically abandon the lv lead and replaced it with a new lead successfully. At this time, no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 52 mm from the terminal end and only the proximal segment was returned. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual examination of the lead body and electrode tip was performed and found no anomalies and revealed no abnormalities except for dried body fluid in the helix housing, which is normal for open tip leads. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.